Event description:
It was reported that the lead dislodged. The lead was turned off and the patient is being observed.

Event description:
New information notes the lead exhibited no capture. The lead was capped and replaced during device change out on (B)(6) 2014.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.